Event description:
The customer reported the unit failed to capture a 12 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the unit failed to capture a 12 lead ECG. There was no reported adverse patient impact. The philips field service engineer evaluated the device and ECG cables and was unable to recreate the 12 lead ECG failure, no trouble was found. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of (B)(6) 2012 the customer has not reported any further trouble with this device.